Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose level was 26 mmol/l at the time of the incident and was treated with manual injection. The customer stated that they were getting high readings when they removed it the needle was kinked they did not have the serter. It was unknown whether the customer was using automode. The customer advised to change the entire set, reservoir and insulin and treat per healthcare professional¿s instructions. The insulin pump will not be returned for analysis.